Manufacturer narrative:
E.1. Characters limit is exceeded at facility name: (B)(6). G.4. K183399; k243403. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that nexiva leaked at the septum. "It was reported that leakage has occurred in the catheter septum during use. Puncture was performed to facilitate a contrast-enhanced CT scan. Backflow of blood was observed extending through the extension tube and slightly past the septum¿a phenomenon that should not, under normal circumstances, occur. Since the backflowing blood did not completely breach the septum or leak outward, the insertion procedure was continued, and the catheter was successfully placed. Following placement, as the backflowing blood still did not fully breach the septum or leak externally, the contrast-enhanced CT scan was carried out. The contrast-enhanced CT scan was completed without incident. However, after the scan was finished, when an IV line was connected to the catheter adapter and fluid infusion was initiated, the fluid leaked past the septum."

Event description:
No new information.

Manufacturer narrative:
The complaint of a leak was confirmed, and the cause appeared to be manufacturing related. Six photographs and one 22ga nexiva device were provided for investigation. The septum was noted to be deformed within the catheter adapter, which created a leak path and allowed fluid to leak from the adapter. A review of the inspection records and quality and manufacturing controls for the implicated lot indicated no related issues with the manufacturing process. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.